Manufacturer narrative:
Msl and surgeon were followed up for further information. No lot numbers are available and the product was not returned for investigation. In addition, dates of the initial surgery and planned surgery were not reported. Surgeon was contacted for further information via email on 06/04/2018. No response has been received. A written letter was sent on 06/06/2018 to the surgeon. In addition, the msl has attempted to follow up with the surgeon and his office several times but no further information has been received. It is unknown if corrective surgery has taken place and if so, the outcome is unknown. Mesh erosion is a known risk of surgical procedure and is labeled in the product instructions for use (IFU) warning section. When used correctly as intended, the clinical benefit to the patient for the treatment of stress urinary incontinence outweighs this risk.

Event description:
During a field visit, a medical science liaison reported that the surgeon will be seeing an unhappy patient of a colleague. The patient had been implanted with a desara sling and experienced a mesh erosion. The surgeon stated that he will be operating on the patient to correct the issue. The surgeon has been followed up several times for further information. No lot numbers are available and the product was not returned for investigation. It is unclear which caldera medical desara product was used in this case. In addition, dates of the initial surgery and planned surgery were not reported. It is unknown if corrective surgery has taken place and if so, the outcome is unknown.